Event description:
Rep reported that the pt was hit directly on the location of the implant, no other problems were noted. However, while the surgeon attempted to reprogram and flush the valve he felt resistance. Surgeon was not sure if flow existed. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.